Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 (mg/dl). The customer stated the reason for the low bg level was unknown. No troubleshooting at the time of the low bg event was able to be performed. The customer called emergency services and they arrived at time of call. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.